Event description:
It was reported that the patient came to the emergency department with complaints of shortness of breath. There were no pacing spikes and device end-of-life was suspected. Twenty-four hours later, the patient was experiencing chest pain. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Wire lifts occurred post explant.